Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was implanted on (B)(6) 2014 following exchange of a competitor's device due to suspected device thrombosis. Although the patient initially did well following this exchange procedure, the patient expired on (B)(6) 2014 due to multi-organ failure. The device was not returned for evaluation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Multi-organ failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that this patient was implanted on (B)(6) 2014 following exchange of a competitor's ventricular assist device (vad) with suspected device thrombosis. Although the patient initially did well following this exchange procedure, the patient expired on (B)(6) 2014 due to multi-organ failure. The device will not be returned to the manufacturer.